Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): evolutr-29-c transcatheter valve, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the day after an implant procedure, the patient experienced a syncopal episode when moving from the bed to a chair. The patient had an almost-asystolic rhythm and then developed an escape rhythm with bradycardia. A chest x-ray revealed the right atrial and right ventricular leads were not capturing and had retracted from their previous locations the day before. The patient was placed on a temporary pacemaker and then the leads were repositioned and remain in use. The patient was a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.